Manufacturer narrative:
Although requested, the battery pack has not been returned and the cause of the complaint is not known. Analysis of the AED's log files did not identify a cause for the depleted battery pack. The review identified that once the new battery was install and a manual self test run the AED was functioning as designed and could stay in service.

Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. The customer did not report this occurring during patient use.